Event description:
It was reported that the customer experienced a low blood glucose level of 24 mg/dl. The customer treated his low blood glucose level with food. The insulin pump was exposed to an x-ray. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).